Event description:
On (B)(6) 2009, the patient reported that an a2 (low battery) alarm was displayed on the infusion device at 2:00am and again at 7:45am. He attempted to clear the second alarm and accidentally entered the change the cartridge menu. He began pressing buttons and e7 (electronic) error was displayed. He stated that he then found the insulin cartridge was empty and he believes there should have been 200 units of insulin left. He did not know if insulin was unintentionally delivered. His blood glucose measured 445 mg/dl at the time of the report and he said, this is not an elevated reading for him. The patient was advised to contact his physician and to switch to his backup infusion device. Upon follow up on (B)(6) 2009, the patient stated that he was advised by his physician to disconnect from the infusion device for 6 hours. He never experienced low blood glucose. He stated that his blood glucose measured 401 mg/dl due to being disconnected from the infusion device, he previously reported 445 mg/dl was not an elevated reading. He reconnected to the infusion device and bolused and his blood glucose measured 353 mg/dl at the time of the report. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.